Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer¿s blood glucose level was not impacted due to the reported issue. Review of the pump history during troubleshooting with tandem technical support showed the pump battery fully depleted within 11 hours. Reportedly the customer had an alternate pump for insulin therapy.